Event description:
It was reported that the lead and the stimulator was explanted with no alleged product issue. The patient developed an infection and the device was explanted. She will be reimplanted when the infection clears. It was reported that the patient was alive with no injury the day of the reported event date. It was noted that antibiotic was given for the infection. The location of the issue was at the device pocket. Additional information received reports the patient's infection was better and would be getting scheduled for the interstim placement soon. Additional information received reports the patient's infection has completely cleared. She has been scheduled to get the device implanted on (B)(6) 2014.

Manufacturer narrative:
Product ID 3889-28, lot# va09r5n, implanted: 2014 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).